Event description:
The customer experienced a falsely elevated ipth result for one patient on the architect i2000sr analyzer. The following data was provided: initial = 174 pg/ml, repeat = 174,pg/ml, compared to an alternate method beckman - 28 pg/ml.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), accuracy testing and a review of labeling and a design history and study review. Historical complaint reviews did not identify an adverse trend. Labeling was reviewed and found to be adequate. Assay performance was evaluated by: accuracy testing was completed to evaluate the likely cause reagent lots using file samples of reagent lot 02112e000 to evaluate the assay performance. The testing met acceptance criteria. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. A product deficiency was not identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred. The issue was limited to a single patient. The customer was not running controls per the package labeling, and the calibration curve was greater than 30 days old. The testing and quality data review indicates that the assay is performing acceptably. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified.

Manufacturer narrative:
This report is being filed on an international product, list 08k25-25 that has a similar product distributed in the u.s., list number 08k25-27. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Correction: this report was filed on an international product, list (B)(4) that has a similar product distributed in the us, list number (B)(4). In the previous submissions, the us list number (B)(4) was incorrectly listed in suspect medical device, this has been corrected to (B)(4) (the international list number in use by the customer). The lot number remains unchanged.